Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, peek portion of cage fractured away from titanium portion of cage as it was being inserted. The cage was checked thoroughly to ensure it was fully collapsed before inserting. No fragments were left in patient.